Manufacturer narrative:
The reagent lot number was 792314. The expiration date was not provided. The field service engineer found there was poor rinse, poor reagent probe adjustment, the bead mixer was bent, and there was dust/contamination near the assay cups/tips area. He replaced the reagent probe, sample probes, and the bead mixer. The investigation could not identify a specific root cause. The issue appeared to be resolved after the service actions.

Event description:
There was an allegation of a questionable elecsys hcg+b result from the cobas pure e 402 analytical unit. The initial result was 1500 miu/ml and was questioned by the physician. The repeat result from another cobas pure analyzer was 51000 miu/ml. The repeat result from the original analyzer was 1500 miu/ml.